Event description:
An Impella 5.5 device was inserted via the right axillary/subclavian artery in a 67-year-old male patient admitted for acute decompensated chronic cardiomyopathy. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage C shock.During Impella 5.5 support, the patient experienced a ventricular arrhythmia. Additional case documentation identified ventricular tachycardia (VT) as an other contributing factor; however, the timing of the VT in relation to Impella support, additional details regarding the duration of the arrhythmia, and associated interventions were not reported.The patient subsequently expired while on support. The reported death is being conservatively reported; however, the patient's acute decompensated chronic cardiomyopathy, cardiogenic shock (SCAI Stage C), and reported ventricular tachycardia are significant clinical factors that may have contributed to the patient's deterioration and death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.